Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient's heart was noted to be dilated on transesophageal echocardiogram so the decision was made for an impella cp. During impella cp support, it was noted that the patient remained critically ill on extracorporeal membrane oxygenation and impella cp support. Bival was paused for gastrointestinal bleed concern. However, heparin was restarted. Plasma-free hemoglobin/lactate dehydrogenase results were discussed. The doctor was not concerned that it was impella cp related rather total disease state driven. It was also noted that the patient had hemolysis and was on dialysis. Position was verified on echocardiogram. The patient was ultimately escalated to an impella 5.5. Impella cp removal was successful after placement of the impella 5.5. Additional information was reported that no gastrointestinal bleed was noted when doing rounds. Coloscopy showed no active ore recently active bleeding sites.

Manufacturer narrative:
Clinical summary: hemolysis occurred on the 5th day of support. Impella cp in perfect position on echo, no waveform abnormalities, alarms, or flow concerns. Md does not attribute pfhgb or ldh increase to impella cp. More so probable of ECMO circuit and entire patient disease state. Data review: data logs showed pump ran without issue during support. There were positioning alarms triggered during the case but resolved quickly. No suction alarms. No mc spikes outside p level changes. Product was not returned for review. The root cause of the hemolysis was most likely patient condition related based on clinical description that the pump was in proper position, the patient was critically ill and on ECMO, md does not attribute issue to impella, and data log review shows no other root cause indications.